Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen at 173.12mcg/ml via an implantable pump. The healthcare provider reported that the patient was admitted to the ICU (intensive care unit) unresponsive and high fever. The healthcare provider was concerned the patient was going through baclofen withdrawal and is in critical condition. The healthcare provider was requesting a local company representative to interrogate the pump to see if it is working.